Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) was loaded and injected into the eye when it was noticed to be torn. Additional information was provided by the surgeon that the lens was removed from the eye through an enlarged incision, requiring sutures. The patient developed corneal edema which has been persistent for over ten days.

Manufacturer narrative:
Additional information provided in device available for evaluation?., device evaluated by MFR?, evaluation codes, and additional MFR narrative. Product evaluation: the product was returned. Blood and solution was dried on the lens. Haptic and optic damage was observed. The customer indicated the use of an unspecified cartridge, a handpiece, and an unqualified viscoelastic. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause may be related to a failure to follow the dfu. The file indicates the use of a non-qualified viscoelastic. Due to varying material properties, the use of non-qualified viscoelastic may result in lens delivery difficulties or product damage. (B)(4).